Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with air bubbles. Customer stated that the insulin is at room temperature and was not rewinding the pump with the reservoir in it. Customer was advised that by not leaving the blue transfer guard on for at least 5-10 minutes, this does not allow the vial to de-gas. Customer mentioned that this is the second pump that he is having the same issues. Customer was advised that it was not a pump issue but that it was either a supply issue or a technique issue.